Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis and a urinary tract infection. The customer did not know what her blood glucose reading was. The customer stated that her infusion set and insulin pump were working correctly. The customer checked the infusion set at the hospital, and found no issues. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.